Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the patient had multiple comorbidities, including atherosclerosis and urinary bladder carcinoma, but there is insufficient information to determine a causal relationship between the thv, the placement of a permanent pacemaker, and the patient's death, as investigational attempts have not yielded additional details at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from patient support, per the patient's care advocate, a pacemaker was placed, following the a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra valve, on the same day, and 16 days post-procedure, the patient expired. The care advocate received an implant card for the patient & wanted to notify ew that patient died at home. Per care advocate, death certificate lists cause of death as: atherosclerosis, aortic valve replacement, pacemaker implanted, urinary bladder carcinoma. The care advocate made no allegation against the implant device.

Event description:
As reported from patient support, per the patient's care advocate, a pacemaker was placed, following the a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra valve, on the same day, and 16 days post-procedure, the patient expired. The care advocate received an implant card for the patient & wanted to notify ew that patient died at home. Per care advocate, death certificate lists cause of death as: atherosclerosis, aortic valve replacement, pacemaker implanted, urinary bladder carcinoma. Care advocate made no allegation against the implant device. Per the medical record, the patient presented with severe aortic stenosis. The patient had a 23 mm sapien 3 ultra in the aortic position via right common femoral artery transfemoral approach. Aortography showed a significant residual leak, 2+ al requiring 22 true balloon post dilation with resolution of al. Procedure was complicated by high degree heart block, pre-existing rbbb, requiring a dual chamber pacemaker. No edwards device malfunctions were listed.

Manufacturer narrative:
A supplemental MDR is being submitted, due to medical records received. B4, g3, g6, and h2 have been updated. B2, b5, b7, h1, and h6: health effect impact, type of investigation, and h11 have been corrected. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (pre-existing right bundle branch block) may have contributed to the adverse event, requiring insertion of a dual chamber pacemaker. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.